Event description:
My doctor prescribed me a libre 3 plus sensor to continuously monitor my glucose and prevent both hyper and hypoglycemia. I am not fully controlled and therefore need a reliable product while I work with my doctor on figuring out what medication and doses work for me. Abbott claims this specific product should last 15 days (77% guarantee), or at least 12 days (23% guarantee). For the 3 months I have been using this product, 3 out of 11 sensors have lasted the entire 15 days, and the other 8 have lasted between 0-7 days, with the average being 3-4 days. This is nowhere near what they claim. As frustrating as this has been, I've been grateful that the company has made it easy for me to receive a replacement for the faulty devices, which contain event codes proving the devices lost connection due to being defective. This week alone, I had to replace 2 sensors. They denied my requests and claimed I have "exceeded replacements due to the replacement guidelines". After doing a lot of research, I discovered there aren't any "replacement guidelines" anywhere on their website or the internet other than other customers on reddit who have received the same email after experiencing frequent faulty products. There is obviously a quality control issue, and the company is claiming they only offer 10 replacements every 6 months, even if there is proof their products are faulty and despite this info not being disclosed anywhere. In fact, their website clearly states that if the product stops working, customers are entitled to a replacement. I was worried this issue may eventually present itself, so I asked customer service if there were any limitations and they said "no, there aren't any replacement limits. We will continue to send replacements so long as the event codes show the product has stopped working". This company is clearly scamming people. They are the cheapest cgm on the market (I personally pay $64 a month), and they even offer a coupon that says if your out-of-pocket cost after insurance is greater than $75, they will provide a code to bring the price down. Their competitor is $400 a month, making this the only affordable option. However, if they are making faulty product and forcing people to buy more after they "exceeded replacements" from a made-up rule that isn't on their website, then wouldn't that be a scam? Their former products "libre 2" and "libre 3" (not plus) were known to the diabetic community as "perfect devices" yet they mysteriously became discontinued and now their updated product has a success rate of 10-20%. Pt code: 4582. Device codes: 2588, 2896, 1506. Reference report #mw5172214, #mw5172215, #mw5172216, #mw5172217, #mw5172218, #mw5172219, #mw5172220, #mw5172221, #mw5172222.